Event description:
This rv lead was implanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 noted noise and possible loss of capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).